Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the freestyle libre sensor. The caller reported that the morning of (B)(6) 2021, the customer obtained a scan of 69 mg/dl compared to a 110 mg/dl result on a competitor meter. Paramedics were called and a reading of 101 mg/dl was obtained on the paramedic meter; no treatment was administered. The caller further reported that in the evening, the customer experienced shaking and self-presented at a hospital. An unspecified lower scan reading was reported as compared to a healthcare meter reading of 701 mg/dl. The customer was diagnosed with hyperglycemia, given 20 units of insulin via IV, and prescribed medication. There was no report of death or permanent injury associated with this event.